Event description:
Additional information was received that the device was explanted and was returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance. Laboratory analysis confirmed the field allegation that the device reached eri earlier than expected.

Manufacturer narrative:
At this time, no further information concerning this report is available and our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) has reached elective replacement indicator (eri). The patient heard tones from the device and upon device evaluation it was determined the device had reached eri. There is concern that this device reached eri sooner than expected as the patient reports that approximately nine months ago the device showed 85% remaining longevity and now it is at eri. Boston scientific patient services reviewed potential reasons that battery longevity may have decreased and referred the patient back to her physician to discuss. No adverse patient effects were reported.